Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache, cough, runny nose, lot of pressure on chest and copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache, cough, runny nose, lot of pressure on chest and copd. The device was returned to the manufacturer's product investigation laboratory for investigation.a internal visual inspection was performed by the manufacturer.the manufacturer found slight discoloration of the interior surface of the front panel, fine black particulates within the iso port, unknown white plastic like contaminant on the blower brass nut, sound abatement foam debris on the blower box near the blower inlet appeared to have been previously molten and since resolidified, black contaminant on the blower inlet and blower impeller showed the same characteristics the device's downloaded event log was reviewed by the manufacturer and found the following error code eleven occurrences of e-20 and one occurrences of e-22 . The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed inoperable blower motor, and unknown white contamination within the blower box. Section d9, g3, h6 has been updated / corrected.